Event description:
On (B)(6) 2012, the patient claimed he was hospitalized for unexplained elevated blood glucose in november. The patient had elevated blood glucose before bedside and took two correction bolus dosages throughout the night. His blood glucose reading finally subsided around the 200's mg/dl. In the morning, the patient awoke with a blood glucose reading of 320 mg/dl and had large ketones and symptoms of vomiting and dehydration. The patient's blood glucose elevated to 380 or 400 mg/dl before the patient was taken to the hospital for treatment. At the hospital, the patient was treated with IV fluid and insulin via syringe. This product was replaced and requested to be returned for investigation due to the keypad issue. This complaint is being reported because the patient received medical intervention for hyperglycemia after insulin treatment via the subject pump did not subside the patient's elevated blood glucose.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).